Event description:
Reporter stated that caller from facility reported that unit was having problem with lcd displays. The unit was compounding on station 2 and the volume delivered display reached 224ml and locked on that number even though station 2 pump continued to deliver solution. The unit then proceeded to pump solution from other stations, but the volume delivered displays remained at zero. The caller weighed the compounded final bag and determined it contained the correct volume. The same powered the unit down and recycled the power; the volume delivered displays on station 2 remained locked on 224ml. Pts did receive bags compounded under this situation, but there have been no reports of any adverse reactions. The user was advised not to use the unit, which was sent to product services for evaluation.